Event description:
During an in-clinic follow-up, noise that led to oversensing was detected on the right ventricular (rv) lead. The suspected cause of the event is due to a lead fracture, however it was not confirmed with diagnostic imaging. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Information was received that the rv lead was capped and replaced to resolve the event. The patient was stable.